Event description:
It was reported via (B)(4) medwatch report (B)(4) that a male was admitted for an elective procedure to angiogram bilateral legs with the possibility of percutaneous transluminal angioplasty (pta) to the left superficial femoral artery for peripheral vascular disease (pvd). Dorado balloon 7 mm x 2 cm x 235 cm was used for the pta to the left superficial femoral artery. The activated clotting time (act) was 193 and 2000 units of additional heparin were administered so the pta could be completed. The dorado device was inserted and inflated once to three (3) atmospheres (atm) for 18 seconds. At the end of the procedure, the physician had difficulty removing the balloon. The shaft of the catheter broke at the junction of the balloon and catheter, so the sheath and balloon had to be removed as a unit with high act. Protamine was administered to reverse the heparin. No apparent injury noted. The pt remained overnight for monitoring and was discharged in the morning without any problems.

Manufacturer narrative:
The lot number has been provided and a review of the device history records is currently being performed. The complaint sample has been returned and the eval is currently underway. Note: the (B)(4) medwatch report (B)(4) states that the product catalog number for the device is dr13572. The correct product catalog number for the device is dr135720, which was determined through a preliminary review of the device history records using the reported device lot number.